Manufacturer narrative:
Further eval found that the high voltage sockets in the therapy connector were worn and making intermittent high voltage connections.

Event description:
Hosp ER staff administered external pacing with the device to a pt whose condition is unk. According to the reporter, the device intermittently stopped pacing by itself and had to be manually restarted. The reporter stated there were no adverse affects to the pt reported. Physio-control evaluated the device at the customer site, observed damage to the case in the therapy cable/connector area, replaced the therapy connector therapy cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. A further eval of the replaced therapy connector observed that, when installed in a test mockup device and tested with a pt simulator, the device would intermittently dump charged defibrillation energy with a "connect electrodes" alarm. These observations resulted in a re-determination that the file is reportable to FDA.